Event description:
A surgeon reported minimal bleeding of the iris, observed during a laser assisted cataract procedure. The reporter indicated the patient did not have good dilation and the iris was wavering; therefore, the laser capsulotomy settings were reduced. The reporter relayed the iris continued to waver and then retracted during capsulotomy, the surgeon then elected to convert to conventional cataract method. Upon additional follow up, the reporter stated no additional actions were taken, and the patient outcome was good.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).